Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp (B)(4) a follow up/ final report will be submitted once investigation is complete. G2 - foreign country - japan if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a hair like substance during incoming inspection. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
Visual inspection confirmed there was a hair sealed inside the package of 1 of the carriers. Per packaging material inspection guidelines zpc 8.400, the size of the debris is over specification and therefore the packaging is non-conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.